Event description:
A stent was implanted in the left anterior descending artery followed by the insertion of a stent in the proximal right coronary artery. A 3.0mm diameter by 18mm length s7 stent delivery system was then inserted to treat a lesion in the mid-right coronary artery. It was not possible for the stent to cross through the proximal stent to reach the target lesion, therefore it was removed. Upon removal of the stent delivery system, it was noted that the stent was not present on the delivery balloon. The stent was located in the right coronary artery just proximal of the previously deployed stent. A 1.5mm ptca balloon was inserted through the stent and inflated to partially deploy the stent. The guide catheter and guide wire, were removed and another guide catheter was placed. Attempts to place other guide wires down the vessel were unsuccessful. After consultation, it was decided to send the pt to surgery. Although the pt was stable and pain free, an intra-aortic balloon pump was inserted prior to surgery. The pt reportedly did fine after surgery. Insertion of the stent through the previously deployed stent may have contributed to the event.